Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The percutaneous vascular surgical system (pvss) was returned with blood in and on the device indicating the device was inserted into the patient anatomy. The reported unraveled sutures were confirmed as the device was returned with the coiled suture lumens removed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported unraveled suture appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the procedure was an abdominal aortic aneurysm repair procedure with left common femoral arteriotomy. Reportedly, the prostar device was not used in the patient anatomy. The prostar sutures looked damaged as if they were partially unraveled. There was no patient contact. Hemostasis was achieved using a second prostar xl device. Returned device analysis, however, indicates the device was inserted into the patient anatomy, as there was blood in and on the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a prostar xl device after an unspecified procedure. Reportedly, an unknown device failure occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.